Manufacturer narrative:
Patient identifier: (B)(6). Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the 6fr angio-seal failed. When the doctor tried to tamp down the green tube and pulled back, the whole device came out with it. There was no plug in the device. Manual pressure was applied to achieve hemostasis without any other issues. The patient condition was reported to be normal. The procedure was completed successfully. The blood loss was less than 250cc's. There were no other devices or equipment used were used with the reported product. Additional information was received on june 11, 2019. The procedure was a total heart catheterization; only attempted for right femoral artery using a 5fr arterial and venous. A pre- deployment angiogram was performed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update device evaluated by MFR, and to provide the completed investigation results. One used 6fr angio-seal vip device was received for product evaluation. The carrier tube assembly and hemostasis sheath were returned. No other accessory components were returned. Visual inspection revealed that the hub of the hemostasis sheath was returned separately; however, the collagen was stuck in the hemostasis valve. The deployment sleeve was still in the forward lock position. The bypass tube was located at the proximal part of the carrier tube assembly. No other visual anomalies were noted with the device. The device was then subjected to fluoroscopic analysis to confirm the presence of anchor and was not able to be verified in the hub of the hemostasis sheath. Then the hub of the hemostasis sheath was subjected to microscopic analysis trying to locate the anchor but unsuccessful. Force was applied; however, was unable to remove the collagen from the hemostatic valve. No functional testing was performed due to the collagen was exposed and stuck into the hemostatic valve. IFU states: b set the anchor: step 3- ''with one hand continue to hold the insertion sheath cap steady to prevent movement of the sheath into or out of the artery. With the other hand, grasp the device cap and slowly and carefully pull back. Slight resistance will be felt when the device cap is pulled out from rear holding position. Continue pulling on the device cap until resistance from the anchor catching on the distal tip of the insertion sheath is felt.'' Step 4 - ''to ensure the correct anchor position, confirm that the edge of the device cap falls within the colored bands on the device sleeve.'' Step 5 - ''maintain grip on the insertion sheath and pull the device handle straight back into the full rear locked position. Resistance will be felt as the device handle and sleeve snap lock. The device sleeve colored bands should now be completely visible.'' Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the device was attempted to be withdrawn manually after non-deployment pullout event; it is likely that the anchor could have been stuck in the hemostatic valve while attempting to separate the carrier tube assembly from the sheath; improper mating between the carrier tube assembly and hemostasis sheath may have led to the bypass tube dislodgement while pulling back the device, and the anchor getting stuck. However, the exact cause of the reported event cannot be definitively determined based on the available information.